Event description:
In 2004, I was given ect. At no time was I ever informed of the possibly I could sustain permanent cognitive disabilities from this procedure. The treatments were given 3 days a week to start. When I stopped the treatment in late 2005, I was receiving treatments every other week. When I refused to have any more treatments, the dr threatened to place me in a long residential treatment facility. In late 2006, I had neuropsychological testing which showed, I had lost 22 points on my iq. I have problems with processing new info, attention problems, short term memory problems, I have no recall of any events in my life. I am easily distracted, forgotten my family members and friends, my education is completely erased. I am having to relearn everything I once knew including cooking and grocery shopping, I am constantly getting lost when I go someplace. I have lived in the same house for over 10 yrs and have forgotten my neighbors. I can no longer work and on permanent disability due to my cognitive problems. Dates of use: 2004 - 2005. Diagnosis or reason for use: severe depression. Event abated after use stopped or dose reduced? No.